Event description:
The pt reported that in 2007 in the morning, she tested her blood glucose and it was 274 mg/dl. She went to see her physician and when he tested her blood glucose it was 77 mg/dl. The pt reported that the following day, she was experiencing frequent urination and not doing well. The pt's mother called the paramedics and when they arrived, her blood glucose was 551 mg/dl. She was taken to the hospital where her blood glucose measured "hi" (typically greater than 500 mg/dl). She stated that she was given IV fluids and put on a sliding scale of nph. The pt reported that her blood glucose dropped to 170 mg/dl one day later. Her physician advised to return to pump therapy the same day. The pt reported that as soon as she began to use the infusion device again, she developed dka and she was taken off of the infusion device and given insulin injections. The product was replaced and requested to be returned for evaluation.